Event description:
It was reported that during a procedure, the tip of the sheath burned off and fell into the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the tip of the sheath burned off and fell into the patient.

Manufacturer narrative:
The product was physically returned and repaired before being fully evaluated by a complaints technician. However, based on the repair diagnostics, the unit was confirmed to have a damaged sheath and therefore confirming the reported failure mode. Past complaints involving this product and this reported failure have been primarily caused by: dropping/banging of the device against a hard surface and/or improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.